Event description:
Info received indicates when the brakes are activated the foot end brake casters do not hold.

Manufacturer narrative:
The tech found a screw was broken in the hex rod. He replaced the foot end hex rod to repair the stretcher.